Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause was unknown. Treatment was not reported. Six days later, the patient was discharged from the hospital. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lots h13b07014 and h12l16016 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).